Manufacturer narrative:
The device was returned and a philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test and the device failed at manual power on test. The device was replaced to resolve the issue. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device has a speaker error. It is unknown if the device could produce an audible sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone #(B)(6).e1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed there was a speaker issue. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.